Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device required two providers to sign in to unlock the device and remove medications. The customer stated that the malfunction occurred when user trying to issue medication to patient and causing an issue with getting medications to patients on the table in a timely manner. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was an issue with getting meds out timely to patients on the table. A technical support specialist logged into device. Medication application launched without any issues. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device required two providers to sign in to unlock the device and remove medications. The customer stated that the malfunction occurred when user trying to issue medication to patient and causing an issue with getting medications to patients on the table in a timely manner. There were no adverse events or injuries reported based on this event.